Event description:
Customer reports, a salem sump tube was inserted per instructions and knotted whilst in pt. Procedure was a laparoscopic cholecystectomy (endoscope was used during procedure). The knot reportedly caused resistance and bleeding occurred. The pt required suctioning and 10% topical spray.